Event description:
The hcp reported that the pt came in for refill complaining of low back pain. The pt noted that during a previous refill in 2007, the pt's pump was extremely difficult to fill. At this refill when the refill was attempted it was found that the pump bellows would not explant. There was also a 3.5cc volume discrepancy. The pt was admitted directly to the hospital for pump replacement. The pt was seen five days later and the dose was increased as his dose had been decreased substantially at pump replacement. The dose was increased by 10%. The pt recovered without sequela. The pt's pump contained fentanyl, bupivacaine, and clonidine.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.